Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x(device #1) device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges injuries, the patient underwent revision surgery, various medical procedures, and attempts to remove the device. The patient underwent an additional surgery to repair recurrent massive ventral hernia defect with chronic abdominal wall abscess, and removal of the mesh. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x(device #1). There is no allegation related to the bard/davol ventralex or the non-bard vicryl mesh. Not returned.

Event description:
Per legal complaint no: (B)(4). It is alleged by the patient's attorney that the patient was a recipient of a bard/davol composix e/x hernia patch mesh (hereinafter "composix e/x") (device #1) . It is alleged by the patient's attorney that on or about (B)(6) 2004, patient underwent surgery for repair of a ventral incisional hernia. As alleged, a bard/davol composix e/x (device #1) was implanted to repair the hernia defect. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, as a result of the mesh that the patient had implanted, she has had to undergo various revision surgeries and medical procedures including, but not limited to various surgical procedures in an attempt to remove the eroded mesh. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent an additional surgery to repair recurrent massive ventral hernia defect with chronic abdominal wall abscess, and remove the mesh. An unspecified biologic vicryl mesh was implanted. Patient was injured severely and permanently. It is alleged by the patient's attorney that on or about (B)(6) 2017, patient underwent an additional surgery to repair the recurrent ventral hernia. As alleged an unspecified bard/davol ventralex circular mesh was implanted to repair the hernia defect. As alleged, patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression. As reported, patient has undergone and will likely require in the future other forms of care and medical treatments due to the alleged defective composix e/x hernia patch (device #1).